Manufacturer narrative:
Concomitant medical products: 694758, implanted: (B)(6) 2004-06-17; 694758 implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible intermittent atrial and ventricular undersensing as noted during stored arrhythmia episodes. The right ventricular (rv) lead was capped and the right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.